Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not crossing over to pyxis. Customer stated that patient had been admitted and had two visit ids under one mrn. The accounts were merged; however, the patient still could not be seen on the device. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and logged into pes. Validated that the patient was transferred to the correct unit where the pyxis station was located, confirmed the device was manually set to critical override in pes, and verified that the transfer message processed successfully with no errors. Emailed the customer with findings and advised disabling critical override and rechecking if the patient appeared as expected. Further review of adt messages confirmed the patient did receive update (a08) and transfer (a02) messages after admission. Due to multiple unit transfers (pacu - 3b) and the issue being isolated to a single device, the station may have been holding outdated cached information, preventing the latest patient data from displaying correctly. The customer confirmed the case could be closed as the patient was discharged. The system functioned as intended after the technical support specialist investigated the device.